Event description:
Related manufacturer reference number: 2017865-2024-72430. It was reported that the patient presented for a follow-up visit at the clinic. Upon examination, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing, causing pacing inhibition. The ra lead noise resulted in episodes of inappropriate mode switching. The noise could be partially reproduced with pocket manipulation. No intervention was performed, and there were no patient consequences. The patient will be further monitored.

Event description:
New information received notes that via merlin.net transmission both right ventricular (rv) and right atrial (ra) leads exhibited reoccurrences of noise oversensing which led to pacing inhibition. No intervention was reported. The patient had no adverse consequences.

Event description:
New information received notes that programming changes were done on the right ventricular (rv) and right atrial (ra) lead to address the noise oversensing that led to pacing inhibition issue. The clinic will continue to monitor the patient. The patient was in stable condition.